Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5076-52 lead; implant date (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a twitching sensation while undergoing radiation therapy, and it was noted that the right ventricular (rv) lead had high thresholds. It was assumed that the twitching occurred because ventricular capture management (vcm) was adjusted. Vcm was adjusted again until the twitching disappeared, but a few days later the twitching occurred again. An x-ray was done which showed no changes in the lead. Additionally, threshold testing was done in the supine position where the twitching was most noticeable. Due to the rising trend in rv thresholds, the pacing output was adjusted. It was further reported that the cause of the threshold increase was unknown. However, it was thought that the radiation therapy was not related to the twitching, but the patient¿s significant weight loss might have been the cause. The lead remains in use. No further patient complications have been reported as a result of this event.